Event description:
It was reported that the user requested a return for credit of the ilet pump after experiencing multiple hypoglycemic events despite working with the field team and following recommended troubleshooting and education, and the healthcare provider advised switching therapy. Symptoms included hypoglycemia. Outcomes included a change in therapy. Investigation included collection of event details and review of prior troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.